Event description:
It was reported that the patients ipg was difficult to be charged. The patient underwent an ipg replacement procedure and the explanted ipg was not returned as it was discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in two years ago from the date the manufacturer became aware of the event.